Manufacturer narrative:
Implanted date not provided. However, we know it was approximately four weeks prior to (B)(6) 2012. (B)(4).

Event description:
The biodesign graft was placed as an underlay and sutured with pds 3.0 for repair of a parastomal hernia. The pt presented with a bowel obstruction four weeks later. The surgeon performed a laparotomy to repair the bowel obstruction and stated it looked like a foreign body reaction. The surgeon was not certain if the event was related to the biodesign graft or the pt's crohn's disease. Some the biodesign graft remained in place as not all of it could be removed due to remodeling. The pt's status was reported as being at home and doing well.